Event description:
A customer reported that a pt was diagnosed with possible toxic anterior segment syndrome (tass) one day post cataract extraction by phacoemulsification with intraocular lens (iol) implant. The pt's condition is reported to have resolved. The surgeon suspects contamination of the phaco handpiece and fluid surge during phaco to be the source of tass.

Manufacturer narrative:
The customer did not request service to check the system, nor did they send in samples for evaluation. No further info has been received. The root cause is unk at this time. A copy of the directions for use for the phaco handpiece and a copy of the recommended practices for cleaning and sterilizing intraocular surgical instruments from ascrs and asorn were sent to the customer. (B)(4).